Event description:
A complaint was received regarding unspecified higher glucose sensor scan while wearing the adc device. As a result, on 30 aug 2022, the caregiver provided the customer 1 unit of humalog and called emergency services. The customer experienced stomach ache, nauseous, and turned pale and was provided 2 additional units of humalog insulin. Emergency services arrived and obtained a blood glucose test of "5" and provided the customer "braun g-40% drink and the glucose" for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.